Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in march 2019. (B)(4).

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in march 2019. The patient experienced pain and urinary tract infection (uti). It was reported that the patient had antibiotics and readmission with analgesics.